Event description:
Patient reported left upper eyelid scarring and coring marks (grid demarcation in pattern of ultraclear device laser coring mode treatment) and hyperpigmentation around both eyes. Coring marks on my chin and submentum and a significant texture change in the skin. Patient reported directly to acclaro. The treatment parameters used were not provided with the original complaint and are unknown at this time. No photographs of the patient were provided at this time.